Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the problem was not related to the load process and decided to replace the pump because of consecutive cartridge alarms with different cartridges, although no previous alarms of the same type had been reported for this pump. The caller was advised that the replacement pump would have updated software, and instructions were provided for returning the faulty pump using a pre-paid label. The customer acknowledged and understood all instructions, including putting the pump into storage mode before returning it to tandem. There was no backup insulin delivery therapy available, and the caller intended to consult their healthcare provider.